Event description:
It was reported when using the pyxis medstation es system, the application is unresponsive. The customer stated that user was able to remove the med from another station and there are no pro long delays. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, customer confirmed that they have done the customer response form already. Customer has been notified about the device upgrade. The system functioned as intended after the technical support specialist troubleshot the device.